Manufacturer narrative:
Follow-up # 2 date of submission 05/27/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 05/12/2015 with the following findings: the keypad was found to be fully intact; no damage was observed. The complaint that the up arrow and down arrow keypad buttons were unresponsive was not able to be duplicated during testing. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of contamination was found under any button contacts. Unrelated to the complaint, evaluation revealed that the display was discolored.

Manufacturer narrative:
(B)(4).animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On 03/08/2012, the distributor contacted animas alleging that the up arrow and down arrow keypad buttons were unresponsive. There is no additional information available for this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).